Event description:
It was reported by the manufacturer's representative (rep) that the patient's ins was replaced on 07/15/2024, and prior to replacement, the caller attempted to run therapy impedance but never received a value; the result kept showing as just a line. The rep confirmed that the battery voltage was 2.52v and the amplitude was set to therapeutic levels (as opposed to being at 0v), so the therapy impedance should have provided a numerical result. The rep could run electrode impedance without issue and tried turning the ins off and back on, but with no resolution. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. The patient's ins was replaced without issue. Additional information was received from the manufacturer representative (rep) on 07/17/2024 confirmed with the consumer that the battery was replaced due to normal battery depletion. The cause of the no value impedance issue remains unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.